Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed to discharge appropriately and did not respond to some of the front panel controls. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical netherlands for evaluation. During disassembly of the device to determine root cause, the technician observed damage consistant with mis-handling. Root cause could not be firmly established due to the observed damage. Customer communication indicated the device had been dropped. The customer declined repair of the device and the device was returned to the customer labeled not for clinical use. No trend is associated with reports of this type.